Manufacturer narrative:
Reference number (B)(4). The device involved was not returned; therefore, a return sample evaluation is unable to be performed. Procedural complication is a known complication of an nj tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of nasal jejunal (nj) tube. During the nj tube placement, the patient became in a state of temporary cardiopulmonary arrest. Unknown treatment was given to the patient and the patient recovered on the same day. It was unknown how long the patient was in cardiopulmonary arrest. There was no information about how this event was diagnosed.